Manufacturer narrative:
Sc-1132 ((B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had stopped using the stimulation as it caused painful sensations in her groin. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a year after implanted.

Event description:
It was reported that the patient had stopped using the stimulation as it caused painful sensations in her groin. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively.